Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during a procedure the physician was unable to implant the lead due to the patient complaining of discomfort while attempting to implant the lead. As such, the physician opted to abort the procedure.